Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced an unexpected loss of stimulation on (B)(6) 2016. The patient was suspicious that the device was off as he has not charged it for about a week and it was showing a full charge level. The implantable neurological stimulator recharger (insr) was used to connect to the implantable neurostimulator (ins) and confirmed that the stimulation was off. The patient did not have a patient programmer to turn the stimulation back on so they were redirected to the health care provider (hcp). The patient followed-up and indicated that they lost their patient programmer. Instructions were provided on how to enable the insr on/off buttons and the patient confirmed they were able to successfully turn the ins back on; the ins battery was still almost fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.